Event description:
A malfunction was reported by the customer who experienced at least three occurrences of a specific error with their pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer continued using the current pump with assistance from cts for resetting, and a replacement pump with updated software was sent to them. The caller was instructed on how to handle the return of the problematic pump, and training for the replacement pump was offered.